Event description:
Reporter indicated that pt has experienced continuous seizures. Treating neurologist also indicated that the pt has done well with vns therapy with personality improvements; however, the pt's seizures have changed in characteristic. Treating neurologist plans to continue to change device settings in order to obtain better seizure control.